Manufacturer narrative:
Zimmerbiomet complaint number: (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. D9: device available for evaluation change ¿no' to 'yes'. G2: office contact - manufacturing site. G3: date received by manufacturer. H1: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change ¿no' to 'yes'. H6: evaluation codes. H10: additional narrative. Condition of the returned complaint related product was evaluated to confirm the reported product complaint. The complaint report was received, reviewed, and evaluated by the manufacturer's complaint process. A review of other complaint files and related trending data for similar incidents was performed to evaluate whether other similar complaints have been received and if data suggests any adverse trends may have contributed to the complaint root cause. As part of each complaint investigation, the manufacturer performs an analysis to determine the root-cause of the reported problem. Depending upon the information provided, a true root-cause may or may not be determined. In these cases, the most-likely cause of the reported issue would be determined. Other known issues that are inherent to the business operations, typically ones that are related to shipping, handling, customer service, or other, are internally tracked and continually trended for unusual increases. As a result of the above investigation, the manufacturer has concluded the following as the root-cause or most likely root-cause of the reported complaint condition: no manufacturing defect was found. Most likely: thread fracture during function. Most likely root cause of the failure mode / hazard: typically is the result from insufficient tightening torque at placement, overloading of the abutment in function, or not retightening the abutment at prescribed intervals.

Event description:
No further event information is available at the time of this report.

Event description:
Locator had been placed on (B)(6) 2020 and new locator on (B)(6) 2021.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that the abutment fractured at the screw portion.